Event description:
Removal of endosseous dental implant. Implant was placed on 4/25/97 during a routine procedure during which bone augmentation was done using autogenous bone. The clinician reports the reason for implant failure was a sinus infection. Pt exhibited pain at the time of implant failure. Implant was removed on 5/4/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.